Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, there was a gap at the adhesive part of the bending section cover. In addition, light guide connector corrosion, electrical connector corrosion, and wrinkle at the universal code were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the endoeye flex 3d deflectable videoscope screen went out during procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation of the screen going out, the root cause was unable to be identified. The event was most likely caused by the following: the built-in ccd cable buckled or broken due to physical stress applied to the universal cord or video cable. The ccd or internal board was temporarily short-circuited due to the effects of moisture and humidity that had entered the inside of the device. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.